Manufacturer narrative:
As a result of an FDA inspection conducted in (B)(6) 2020, exactech, fei (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. (B)(4) & CAPA (B)(4) eng eval completed on (B)(6) 2018. According to the CAPA investigation, the device history records of the subject devices were reviewed, and no issues were observed. A design review showed that the breakage area of the component is relatively thin which does not offer great safety margin when the instrument is subject to off-axis loading. Although the evaluation couldn't confirm user misuse, off-axis loading which can be generated by the user applying a bending moment to the device during pin driving/pulling could contribute to the breakage. Root case based on the CAPA investigation, the broken truliant pin puller reported in (B)(4) was likely the result of: the breakage area of the component being relatively thin which does not offer great safety margin when the instrument is subject to off-axis loading. Off-axis loading when the user applies a bending moment to the device during pin driving/pulling. Corrective action taken: update design to improve strength of breakage area; update operative technique to instruct users to avoid using the instrument off-axis. IFU 700-096-181: instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. · check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. · if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues, nor did it lead to patient impact. Based on CAPA (B)(4) investigation, the broken truliant pin puller reported in (B)(4) was likely the result of: the breakage area of the component being relatively thin which does not offer great safety margin when the instrument is subject to off-axis loading. Off-axis loading when the user applies a bending moment to the device during pin driving/pulling.

Event description:
It was reported from the us that during an orthopedic surgery the surgeon was trying to pull one of the pins out of the tibia cutting block and the metal ring around the prongs "popped" off. The patient was stable leaving the or. No pieces fell into the surgical site. There was no delay to surgery the patient was not affected. No patient demographic information is available. The patient was noted to be fine at discharge from the hospital. Multiple email requests were sent to the contacts for additional information. No further information has been provided by the contacts related to this event.